Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had not brought their patient programmer with them to an appointment for an x-ray and during the x-ray they could feel it shocking them. This was 2-3 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.